Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information during implant of this left ventricular lead, a dissection of the coronary sinus with a slight pericardial effusion, was observed. There was no tamponade nor need for additional medical intervention. The lead was removed and another lead selected to complete the system implant. The patient was reported as well. No return of product is expected.